Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation against this lead was not confirmed. A visual inspection of the lead indicated that the lead was returned severed. No anomalies were found.

Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during an implant procedure, this brady was fractured as verified under fluoroscopic imaging. This lead was never in service. No adverse patient effects were reported.